Event description:
It was reported that, after a tka had been performed on (B)(6) 2023, the patient experienced instability. A revision surgery was performed on 06-nov-2023 to address this adverse event, in which a size 3-4 13mm bcs was inserted. Patient's current health status is unknown.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
The device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, as of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have definitively contributed to the event. The patient impact is the reported instability and revision. The patient¿s current health status in unknown. Therefore, no further clinical/medical assessment can be rendered. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed in the possible adverse effects section that subluxation, excessive rotation, looseness of components and unusual stress concentrations can result from trauma, improper implant selection, improper implant positioning, improper fixation, and/or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include size selected, joint laxity, patient condition or postoperative care. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.